Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the recipient was hospitalized on (B)(6) 2019 due to an infection around his cochlear implant which was treated with an antibiotics. The reported issue has been resolved with medical intervention. The implanted device remains.